Event description:
A report was received that the patient was experiencing inadequate pain relief and overstimulation on the legs. It was noted that the ipg was causing low back pain and pocket site discomfort. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing inadequate pain relief and overstimulation on the legs. It was noted that the ipg was causing low back pain and pocket site discomfort. The patient will undergo an explant procedure.